Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: >7.5, lab: 3.3. Customer started having issues with patient's being tested on two different meters and two different strip lots. Customer stated getting that they just started getting >7.5 inr results with 3 patients using strip lot 253026 with meter serial #(B)(4) yesterday and 4 different patients using strip lot 251117 with meter serial #(B)(4) today. They did have the patients test immediately at the lab (within 15 minutes) and results would be in their target range. For example, 1 pt who got >7.5 on the meter went to the lab= 3.3 inr. Customer did not provide info about which strip lot and meter were used. No other data provided from other patients. Caller confirmed, she completed a self test with meter sn (B)(4) and got 0.9 inr as result using strip lot 253026. Then she had another nurse test herself on the meter and got 1.1 inr. She did not know if nurse used a different strip lot or not.

Manufacturer narrative:
Investigation pending. Add'l lot #251117.